Event description:
It was reported that the patient died. The target lesion was located in the left circumflex artery. Following successful lesion preparation with a non-boston scientific balloon, a 2.75 x 48mm synergy ii drug eluting stent was deployed for treatment. On the same day, sometime after the patient was transferred to the cardiac care unit (ccu), they died. It was not known if the device caused or contributed to the patient death.